Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: there was no activity related to the alleged issue observed in the black box or download history. No overheating was duplicated during testing. The pump's electrical current draws were found to be within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.